Event description:
It was reported that the patient¿s device had been shutting off for the last week-and-a-half. It would randomly shut off on its own, and he would have to turn stimulation back on again using the patient programmer. This had happened four to five times in the last week. It seemed to occur shortly after the patient woke up in the morning. The patient stated he knew the stim was off because he felt like he ¿shrunk like a foot,¿ when stim was off. The patient was not able to adjust stimulation and observed a ¿call your doctor¿ icon. The patient stated that the first time the stim turned off he noticed a call doctor symbol on his patient programmer screen. The patient did not recall if there was any code, numbers, or letters along with the doctor screen. The patient would call his doctor to get the implantable neurostimulator (ins) checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n254067, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was further reported by the patient that they saw their health care provider (hcp) and the issues with the device shutting off had resolved.